Manufacturer narrative:
Electrode belt sn (B)(4) was returned to the distributor for evaluation. The distributor evaluation confirmed the reported problem (adjust belt messages, false asystole declarations). During the distributor evaluation the electrode belt was intermittently failing functionality testing. The cause for the failure was isolated to a defective distribution node (dn) pca. The root cause for the pca failure could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
While reviewing distributor incident files, a reportable problem was discovered. The distributor reported that a patient's electrode belt was causing adjust belt messages and false asystole declarations.